Event description:
It was reported that 10 patients had bleeding and 10 patients had infection while using an unspecified bd introsyte introducers. Additionally, 10 had the sheath not split as intended. The following information was provided by the initial reporter: "bleeding requiring medical intervention related to insertion of the introducer - 10. Hematoma related to insertion of the introducer - 10. Infection (within 24-48 hours after insertion of the introducer) - 10. Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 10.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to corrections: b.3. Event attributed to: other. B.5. Describe event or problem: it was reported that 10 unspecified bd introsyte introducer's sheaths did not split as intended during use. No further information was provided. B.6. Relevant tests/laboratory data: none reported. H.1. Type of reportable events: malfunction. H.2. No. Of events summarized: 10. H.6. Imdrf annex e grid: e2401. H.6. Imdrf annex f grid: f24. H.6. Imdrf annex a grid: a0401, a150207.

Event description:
It was reported that 10 unspecified bd introsyte introducer's sheaths did not split as intended during use. No further information was provided. The following information was provided by the initial reporter: "incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 10."

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the patient experienced an infection after the unspecified bd introsyte¿ introducer was used on them, resulting in unspecified medical intervention. No further information was provided. This is 10 of 10 reports for infection/medical intervention. The following information was provided by the initial reporter: "infection (within 24-48 hours after insertion of the introducer) - 10."